Event description:
It was reported that the device fired three malformed clips (scissored) on the cystic duct. The clips were re-applied with a new instrument which functioned fine. There was no pt consequence.